Manufacturer narrative:
Patient ID# and weight were unavailable at time of this report but has been requested. System investigation has been requested and results will be reported upon completion.

Event description:
Medtronic representative reported the doctor was doing navlock in surgery. The doctor believed he was inaccurate with the navlock. Case was continued without use of the stealthstation. No impact on patient outcome.